Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. Functional testing was performed and there was no failure detected. The receiver log was reviewed and no errors were observed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a frozen screen display. A root cause could not be determined.